Event description:
It was reported that the ventilator's display light was not coming up properly, the backup battery appeared not to be charging, the amber light above the battery in the front of the bezel was blinking. The issue occurred during set up, with no delay noted. The customer troubleshot with technical support and found that the battery voltage only showed 11.4. When the unit is plugged in and powered off, the cooling fan pulsates with charging circuit. Pending quote approval for service/repair. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Fse (field service engineer) reported that they have completed the battery replacement. Additional parts required for complete device repair are still on backorder. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
The repair for this unit cannot be conducted at this time due to the part(s) being on back order. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The materials ordered were a user interface (ui) assembly gray, power management board, and battery which aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Manufacturer narrative:
The service engineer reported that the display was replaced with the second generation lcd (liquid-crystal display). The system meets the specification for the performed service and is returned to use.